Manufacturer narrative:
The returned device is currently undergoing evaluation. An investigation report will be provided once the evaluation is completed.

Event description:
The integra product manager was contacted by the international distributor reporting the catheter was being inserted into the patient when the bolt bumped up against the bed by accident and the intracranial pressure reading was wrong. The catheter almost fell off. The surgeon pulled the bolt a little but found both the catheter tip and bolt were broken off. The user facility is questioning if any other complaint of this nature have been received.